Event description:
It was initially reported that the patient was having an increase in seizures due to the generator being at end of service. Although diagnostics indicated that the generator is at end of service = yes it should be able to deliver the intended therapy. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the generator was discarded and will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
.

Event description:
Additional information was received that that patient had a generator replacement surgery. Product return attempts are in progress.